Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged to the inferior vena cava postoperatively on the day of implant. The physician stated the patient was uncooperative during the procedure preventing them from implanting the lead in a more optimal location. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.